Manufacturer narrative:
The pump was examined and evidence of a kink in the cannula was found, which is likely the root cause of the low flow. The kink was likely due to patient anatomy as the clinical mentions a small ventricle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, low flows and suction alarms occurred. The decision was made to explant the device. No patient harm was reported.